Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using the starclose se device with a 5f sheath after an angioplasty balloon interventional procedure in the superficial femoral artery. Reportedly, after the patient was taken to recovery she developed severe pain at the access site. The physician decided to take the patient to surgery where a micro cut-down was performed to look at the puncture site of the vessel where the starclose se clip was deployed. The clip appeared to have captured the opposite vessel wall of the artery. The physician using a pair of mosquito forceps pulled the clip slightly and it came away from the opposite vessel wall of the artery. The vessel was repunctured and an angiogram was performed and the physician did not see any abnormalities. There were no reported adverse patient sequelae. No clinically significant delay in the initial procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.